Manufacturer narrative:
A specific root cause for the reported event cannot be determined with the information available for assessment. The investigation remains ongoing and a supplemental report will be filed once results are available. The user remains ongoing on their twiist pump. The current version of the twiist automated insulin delivery (aid) system user guide provides information about alarms and the recommended actions associated with them, including the cgm high glucose alert, as well as ways to prevent hyperglycemia. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist automated insulin delivery system. At this time, no components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further analysis.

Event description:
An initial event notification was received by sequel med tech, llc, on 03-apr-2026 and forwarded to millyard advanced medical products, llc on the same day. On the evening of (B)(6) 2026 through the morning of (B)(6) 2026, the user experienced sustained hyperglycemia (>400 mg/dl) accompanied by nausea and vomiting. At approximately 10:00 am on (B)(6) 2026, they changed their twiist cassette and cleo 90 infusion set and inserted a new infusion site on their abdomen. Following a manual insulin injection, blood glucose decreased to approximately 350 mg/dl, confirmed by a fingerstick; however, the user vomited again and they presented to the emergency department (ed) after administering an additional injection. In the ed, intravenous saline was administered and the twiist pump was resumed. During the approximate 4-hour ed visit, glucose levels decreased into the 100s mg/dl and subsequently remained stable. The user reported no pump-related alarms prior to the hyperglycemic event and denied changes in diet, medications, activity level, or intercurrent illness. The user remains ongoing on their twiist pump.